Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively, the patient's right atrial (ra) lead exhibited atrial undersensing and a small p-wave. It was noted that the undersensing had occurred at implant the previous day. The lead remains in use. No patient complications have been reported as a result of this event.